Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock and far p over sensing. As received, a complete lead was returned in two pieces. The reported event of far p over sensing was not confirmed. Electrical tests and x-ray examination was normal. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-94184 it was reported that the patient's right ventricular lead delivered inappropriate shocks due to oversensing of atrial signals. An x-ray imaging showed that the lead was dislodged. The patient presented for a lead revision procedure. Prior to the procedure, the implantable cardioverter defibrillator exhibited signs of premature battery depletion and an alert for a delayed capacitor charge. The lead and device were explanted and replaced. The patient condition was stable.